Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock to this patient. Technical services (ts) discussed the t and n markers with the field representative and noted that the n markers counted as fast intervals for shock confirmation. Subsequently, this s-ICD was reprogrammed from secondary to primary vector. Secondary did not pass automatic setup, and no noise was observed in primary. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.